Event description:
Customer reported the system displays a precharge voltage error and will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and found the c-arm lower cb1 breaker was off, so turned it on. Attached cover. System operates as intended.